Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a sacroiliac and thoracolumbar procedure. It was reported that the site's imaging system took a navigated spin, nav tag present, and there is a green line of communication on the navigation system, but the image will not transfer and cannot be pushed. Error message "failed to connect to ip address" pops up. Ip addresses checked, they are compatible, both systems have been rebooted, and the network cable has been changed and bypassed on the navigation system to the computer level without resolution. Manufacturer representative was on site to troubleshoot. They had bypassed the network bulkheads on both the navigation and imaging system. It was confirmed that site correctly bypassed the bulkheads. It was confirmed the network information on the navigation system was correct. The port numbers on the cranial application had been changed. The storage port was blank and the q/r port was set to 104. Manufacturer representative corrected this and set the storage port to 104 and q/r to 105. The imaging system then verified the navigation system with no issues. It was confirmed that they were able to take a navigated spin and it transferred to the navigation system with no issues. The procedure was rescheduled and there was a reported delay of one hour or more. It was confirmed that an incision was already made prior to procedure being aborted/rescheduled.